Event description:
The physician is a dermatologist consulting with the pt's medical team to try to determine if the pt is allergic to the cypher stent. Stated that the pt had stent implanted in 2004 and started having symptoms one year later, such as generalized sensitivity symptoms. The pt presented with urticaria and angioedema. The pt has been hospitalized several times and uses epi-pen when sypmtoms become severe. Additional info was not available because the dermatologist did not have any follow-up contact with the pt since they could not help her further. This product is not available for testing and evaluation.